Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the chronic total occlusion of right coronary artery. A stingray lp catheter was selected for use. During procedure, extreme resistance was noted when the device was advanced into the 6f non-bsc guide catheter. The stingray made its way into the subintima and was inflated, however it was noted that the balloon ruptured. A second stingray catheter was used. Resistance occurred and device could not be advanced. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured at 6atm within 12 seconds during first inflation. After rupture, the balloon was deflated and removed with no problem. Patient was fine post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The device was microscopically and visually examined. There was contrast in the inflation lumen and blood in the guidewire lumen. Inspection of the device presented no damage or irregularities. The guide catheter used in the procedure was not returned for analysis, so a test 6f guide catheter was used for functional testing. The device was able to advance with no resistance or issues through the test guide catheter. The reported difficulty advancing through the guide catheter could not be confirmed as during analysis the device was able to advance through guide catheter with no resistance. The device was prepped with an inflation device filled with water to inflate the device to the rated burst pressure of 4 atm. The balloon was able to be inflated and maintained pressure as well as deflate with no issues. During functional testing, the balloon inflated to rated burst pressure and deflated with no issues immediately and the device advanced through the guide catheter with no resistance.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the chronic total occlusion of right coronary artery. A stingray lp catheter was selected for use. During procedure, extreme resistance was noted when the device was advanced into the 6f non-bsc guide catheter. The stingray made its way into the subintima and was inflated, however it was noted that the balloon ruptured. A second stingray catheter was used. Resistance occurred and device could not be advanced. The procedure was completed with a different device. No patient complications were reported. It was further reported that the balloon ruptured at 6atm within 12 seconds during first inflation. After rupture, the balloon was deflated and removed with no problem. Patient was fine post procedure.

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in the chronic total occlusion of right coronary artery. A stingray lp catheter was selected for use. During procedure, extreme resistance was noted when the device was advanced into the 6f non-bsc guide catheter. The stingray made its way into the subintima and was inflated, however it was noted that the balloon ruptured. A second stingray catheter was used. Resistance occurred and device could not be advanced. The procedure was completed with a different device. No patient complications were reported.